Event description:
On (B)(6): physician was performing a stone removal and stent placement on a male pt when the fluoro footswitch failed. Physician completed the procedure using the endoscope. Pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot the no fluoro issue and replaced the fluoro footswitch assembly. Fse tested and verified proper operation per hut dr service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one tech manual. Fse completed hut service checklist (B)(4) and the fully functional was returned to full service by the customer.